Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. No patient symptoms were reported. The patient was doing fine and would be monitored.

Manufacturer narrative:
.